Manufacturer narrative:
The pump passed the displacement and rewind tests. However, the pump gave a motor error alarm and another alarm during the basic occlusion test due to severe moisture damage on the force sensor. The pump also had moisture damage on the motor assembly. The pump was received with a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed when changing the set. The customer changed the set 9 times before giving up. The blood glucose reading was 130 mg/dl. The customer stated that the drive support cap appeared normal and flush and had not been pressed. The insulin pump had not been dropped or bumped. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.